Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® acd solution a blood collection tubes, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: it was reported that item was leaking while spinning. She was rambling on that item was leaking whiling spinning. So the testing wasn't working.